Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.

Event description:
Reference number (B)(4). Event occured in united states. It was reported that patient experienced skin infection event, as the customer stated that he had cellulitis at the insertion site. The patient was treated with doxycycline. No further information is available.